Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A white dusty powder was found on the surface of implant. The item had been introduced into the surgical field and opened for use.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: depuy (B)(4) packaging engineering examined the complaint sample product and confirmed that there is white debris on the product. The root cause is package design related. No corrective action taken because of the low frequency of occurance over the last five years. (B)(4) packaging development will continue to monitor future reported events. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.